Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of insulin pump were not responding. The customer stated that insulin pump had unexplained no insulin delivery alarms and when priming insulin sprays out. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.